Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer did not mention how they treated the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had other lows in the 40 mg/dl range in the days before and after this incident. The customer was advised by their health care professional that their basal rates needed adjusting. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr. Unomed set.